Event description:
In this event it is reported that a palodent v3 univ 2 ring refil ring broke. No broken parts in the patient's mouth. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation results images in case show two rings that are discolored, melted and damaged (broken tines). The month of manufacture is visible in the images (the year of manufacture was obliterated). The month of manufacture is "l" for december. The lot provided in the case traces back to two possible batches of rings. Neither batch were manufactured in december, both were manufactured in february. Traceability cannot be confirmed, DHR and retain investigations not completed.